Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, causing an open pulse wire. The cause of the failure was the open pulse wire. The cause of the open pulse wire was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.